Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the batteries and completes full preventive maintenance (pm) with full calibration. Functional testing and safety test passed according to factory specifications. The iabp was returned to customer and cleared for clinical use. The full name of initial reporter and event site name were shortened due to field character limit; the full name of initial reporter is (B)(6) and event site name is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-artic balloon pump failed battery test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-artic balloon pump failed battery test. There was no patient involvement, and no adverse event reported.